Manufacturer narrative:
In addition, it was reported that a minimum fill notification occurred. No further information was provided regarding this issue. In addition, it was reported that a minimum fill notification occurred. No further information was provided regarding this issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that a cartridge change error occurred. Customer¿s blood glucose level was 312 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.